Manufacturer narrative:
Corrected: device lot number - corrected from 20762653 to 20762656 and batch manufactured date corrected from 15-jun-2017 to 14-jun-2017. Device evaluated by MFR: the device was returned for evaluation. Device analysis revealed no issues were found, the device appears to be in good conditions. The telescope assembly was able to properly pull back, advance, and retract, it was observed that the catheter flushed normally. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed; returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. An opticross imaging catheter was selected for use. During percutaneous coronary intervention (pci), it was noted that the device delivery shaft was fractured. The procedure was completed with another of the same opticross imaging catheter. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. An opticross¿ imaging catheter was selected for use. During percutaneous coronary intervention (pci), it was noted that the device delivery shaft was fractured. The procedure was completed with another of the same opticross¿ imaging catheter. No patient complications were reported and the patient's status is stable.